Event description:
It was reported that the customer was hospitalized for high blood glucose. It was also stated that the customer had some food and took 3.0 units bolus prior to the hospitalization to treat the low blood glucose. Troubleshooting was not performed at the time of call.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.